Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference evaluation: the device was returned and passed all testing successfully. The device was recertified and returned to the customer. Zoll medical corporation received the electrode pads used during the reported event. The customer's report was observed during initial testing; the posterior pad was returned damaged. The evidence on the electrode suggests the damage occurred while in the field. The damage does not appear consistent with typical use and we did observe the electrode pad set was creased. The unipadz electrode set was scrapped after evaluation. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device was unable to discharge. Complainant indicated that the clinician obtained a set of CPR statpaz to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.